Event description:
Medtronic received information that a ped2 pipeline stent failed to open distally. The patient was being treated for a saccular, unruptured, aneurysm in the internal carotid artery (ica). The max diameter was 11 mm and the neck diameter was 3.7mm. The distal landing zone was 4.5mm and the proximal landing zone was 4.75mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered (effient and corasprin). The devices were prepared according to the instructions for use (IFU).  The pipeline was positioned in a bend. More than 50% of the coil had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were taken to resolve the issue. The pipeline was removed from the patient with the microcatheter. No symptoms were reported.  Ancillary devices: phenom27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within a sealed biohazard pouch and within an opened pipeline inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip or marker band. The pipeline flex w/ shield was found within the phenom-27 catheter. The pusher was extending out the hub ~49.0cm and the tip coil and distal delivery wire was found extending out the distal end. The pipeline flex w/ shield was advanced out with high resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. The distal marker, proximal bumper and resheathing pad was found loose on the distal wire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found to not open and covered in dried blood. The dried blood was dissolved, and both braid ends fully opened. The proximal braid end was found frayed and the distal braid end was found damaged and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6 and the usable length was measured to be ~152.1cm. As the model and lot numbers of the phenom-27 was not reported, conformation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as both braid ends fully opened once the dried blood was dissolved. Possible causes of failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported and patient vessel tortuosity as normal, devices were prepared per IFU, pipeline was positioned in a bend and the pipeline was resheathed more than 2 times. The more than 2 times resheathing and position within a bend likely contributed towards braid damage and failure to open. The resheathing pad, marker and bumper were loose on the distal wire, likely caused by advancing/retracting against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.